Manufacturer narrative:
Results: the velocity strain relief was stretched. Conclusions: evaluation of the returned velocity revealed that the strain relief was stretched. If the rhv is not loosened from the catheter shaft prior to retracting the device, damage such as this may occur. The observed snapping sound during retraction of the velocity may have been the sound from the tightened rhv slipping off of the strain relief. The neuron max, ace68, and psr3d identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity through a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68). The physician then attempted to place a penumbra system 3d revascularization device (psr3d) using the velocity, however, the physician heard a snapping sound while retracting the velocity and saw that the velocity began to stretch and unravel near the hub of the ace68. The physician was still able to position and place the psr3d, and then remove the velocity. The procedure was completed as intended with the psr3d and the ace68. There was no report of an adverse effect to the patient.